Event description:
Boston scientific received information that this patient called to report the latitude remote monitoring communicator displayed a yellow flashing indicator icon. Latitude patient services explained that this was part of a communicator firmware upgrade and was normal function. Several days later the patient called again as a different icon on the monitor was flashing yellow. Troubleshooting was performed and it was determined that there was a data entry error made by the following clinic, and the patient would need to be enrolled into the latitude system again. As the health care professional (hcp) was attempting to re-enroll this patient, a message displayed that the implanted device and date of birth could not be found. Boston scientific needed to complete a database update to correct the initial data entry error. Once this was completed, the patient was then successfully enrolled. There were no adverse patient effects as a result of the observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.